Event description:
Customer reported the insulin pump kept alarming no delivery alarm. Customer changed the set five times and alarm persisted. Customer declined troubleshooting. Customer stated she preferred to go without the insulin pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-04296.